Manufacturer narrative:
Results: the neuron max was fractured approximately 92.0 cm from the hub. The neuron max was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned neuron max revealed that the distal tip was partially fractured. This type of damage typically occurs during removal of the device from its packaging. If the packaging mandrel becomes unsecured from the packaging card it may pin the neuron max distal tip between the mandrel and packaging tube. If the neuron max is subsequently retracted while pinned, the distal tip will likely fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that the tip of the neuron max 6f 088 long sheath (neuron max) was not intact upon removal from the packaging. It was noted that the physician put the neuron max on a non-sterile bloody table after removal from the packaging. The damage to the neuron max was found prior to use and therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.